Event description:
It was reported that after a diagnostic coronary angiogram, arteriotomy closure of a mildly calcified and scarred common femoral artery was attempted using a perclose proglide device. Reportedly, after advancing the knot to the arteriotomy, bleeding continued. The device was removed and a second proglide device was attempted, but after advancing the knot to the arteriotomy, bleeding continued. The suture was removed and manual arterial compression was applied to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The other perclose proglide device is being filed under a separate medwatch manufacturer report number. Device evaluation: it was indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the review, no product deficiency was identified. Reportedly, a femoral angiogram noted mild calcification. The instructions for use indicates the safety and effectiveness of the perclose proglide smc devices have not been established in patient with femoral artery calcification which is fluoroscopically visible at the access site. It was also reported that the patient was morbidly obese. The reported mild calcification and patient weight may have been contributing factors for the reported event.